Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The results of the sample analysis revealed during visual inspection, no issues were found. The power on self-test was successfully performed. One hour therapy was successfully performed. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized for nine days prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing or it the patient was preforming therapy at the time of death. Hemodialysis was preformed in the hospital. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device history review was completed and there are no nonconformities, rework activities, or first pass test specification failures related to this complaint. Should additional relevant information become available, a supplemental report will be submitted.